Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files were analyzed. The complaint infusion was investigated. A space line was inserted, a rate of 205,7ml/h and a volume of 823ml was selected. The infusion started and a few seconds later the infusion stopped because of a battery alarm. A power supply was connected, and the infusion started again. 1,5h later the infusion stopped because of a flow-alarm. The infusion started for 1 minute again and the line was extracted. 306,21ml must be infused in this time. 3. Judgment: 3.1 the complaint could not be confirmed.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "under infusion" according to customer: bag total 287 started at 11 o clock. 12:30 total 308 infused. Bag est 80 mls left. Registered as under infusion but will be updated if necessary when more details are provided. "